Event description:
On (B)(6), 2013, the patient underwent an endovascular procedure with three gore® tag® thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. At the end of the procedure as the femoral sheath was being removed there was bleeding at the junction of the common iliac artery (cia)/external iliac artery (eia). A coda balloon was advanced then inflated and three stents were implanted at the cia/eia junction and the proximal common femoral artery (cfa), haemostasis was achieved. The patient received 4 units of rbc and 2 units of ffp intra-operatively, and another 2 units of rbc on day 1 post surgery. The patient became hypotensive requiring a metarminol infusion and IV fluid replacement, as well as a conversion to a general anaesthetic and tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device size and lot number were unavailable.adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.